Event description:
Additional information received from the healthcare provider (hcp) via company representative (rep) indicated the cause of the catheter being unable to be aspirated was not identified. The actions/intervention taken to to resolve the report of the catheter unable to aspirate was no actions were planned at this time. The patient and provider were in discussion about future care plans in an upcoming visit. Reestablishing pumptherapy may or may not be happen.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via a manufacturer representative (rep) regarding patient receiving morphine (0 mcg/day/ 2.0 mcg/ml) via an implantable pump. It was reported that the patient pump reached end of service (eos) (B)(6) 2021. The healthcare provider wanted to assess system patency to discuss resuming pump therapy as an option with the patient. The patient presented (B)(6) 2023 for a catheter dye study and identification of catheter tip location. The catheter was not able to be aspirated. The catheter tip was identified at t2/3. The patient has low back pain. The procedure was purely to access system patency so the healthcare provider could explore options with the patient to help with pain control. There were no environmental/patient factors. It was asked if the pump was replaced but it was unknown. The patient weight and medical history were asked but unknown. The patient was alive and no injury.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, and product type: catheter. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2015, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.